Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the following; -some of the wires that composes the forceps elevator wire of the subject device were cut, however the wires were raised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Some of the wires that composes the forceps elevator wire of the subject device were cut and raised. There was no report of patient injury associated with this event.